Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. During download history review no relevant alarms confirm in download history files to confirm reason code. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump has the problem, differences in sensor and blood glucose values. Blood glucose value was 80 mg/dl and sensor glucose value was 60 mg/dl. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-397a, mmt-332a, mmt-1884l. Troubleshooting was performed for the sensor issue. Advised customer to replace the sensor. Difference between sensor and blood glucose at time of event was within the target range. Troubleshooting was not performed for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-397a, mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device. Frn-mmt-332a-rsvr, unomed inf set.